Event description:
During a phacoemulsification procedure, high aspiration and/or low irrigation caused a capsule tear. The doctor performed an anterior vitrectomy and also nicked the iris with the needle, removing a very small portion. The pt is not expected to have any vision problems.